Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device" stopped working and displayed a message stating contact the service". Per the report , the issue occurred as stated by the reporter "probably laparoscopy (the customer claims that it might have potentially been a removal of ovaries)". The device was replaced, and the procedure was completed without delay. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation, additional information and correction needed. Updated- d2a, d4, d9, h2, h3, h4, h6, h10, h11. Corrective fields- g4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure "endoeye stopped working and displayed a message to contact the service" was confirmed. The most probable root cause of the complaint is component failure. Based on the results of the investigation, it is likely the following led to the malfunction: the video cable was broken. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device" stopped working and displayed a message stating contact the service". Per the report, the issue occurred as stated by the reporter "probably laparoscopy (the customer claims that it might have potentially been a removal of ovaries)". The device was replaced, and the procedure was completed without delay. There were no reports of patient harm.